Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose readings. It was stated that the customer attempted to change their sites, but they still couldn't lower their blood glucose readings. The hospital treated the high blood glucose readings of 600 mg/dl with the drip. The customer had a low blood glucose reading of 65 mg/dl at night while they were at the hospital. The customer woke up with a blood glucose reading of 320 mg/dl, so the staff put them back on the drip. The symptoms consisted of nausea, feeling sick and the flu. The name of the hospital was (B)(6). The customer states that they discovered that the novalog they were using for the insulin pump caused them to have high blood glucose readings. The insulin pump will be replaced.